Event description:
Mother of customer reported receiving a high inaccurate reading on her son's freestyle flash blood glucose monitor. She reported receiving a reading of 300 mg/dl compared to a lab reading of 110 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation. A final report will be submitted when investigation results are available.